Event description:
The customer reported to beckman coulter (bec) that erroneous low neutrophils (ne%) and high monocytes (mo%) had been recovered for several samples run on the coulter ac t 5diff cp analyzer. All affected samples were sent to a reference laboratory for confirmation. Results obtained at the reference laboratory were considered correct. The customer indicated that the differential plot for those samples did not appear to have distinct separation. The customer described the differential plot as a ¿blob¿ and results obtained from the instrument were considered incorrect. The customer stop using the ac t 5diff analyzer until the analyzer could be serviced. The exact number of affected samples was requested, but was not provided by the customer. All sample print outs were requested for review. The customer was only able to provide incorrect result print outs for three patients; those results showed differential specific suspect messages. Correct results were not provided for evaluation and comparison. Patient results are provided in file attachment. Erroneous results were not reported out of the laboratory and there was no death, injury or effect to patient treatment in connection with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and indicated that the poor cell separation on the differential plot was attributed to the differential fix reagent. A courtesy replacement reagent was sent to the customer which did not resolve the reported problem. The fse returned to the customer's laboratory and replaced an optic bench assembly. A flow cell alignment procedure was performed, which resolved the diff/diff plot issues. Per phone conversation with the customer, there has been no further issues post repair visit. The cause of the result discrepancy was related to the alignment of the flow cell.